Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 8mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, during the first inflation at 12-13 atmospheres for 2-3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.